Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A06325) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic menstruations"), headache ("headaches"), periarthritis ("pain in both shoulders (capsulitis)"), arthralgia ("joint pain"), arrhythmia ("heart rhythm disorders"), memory impairment ("memory disorders"), aphasia ("aphasia"), balance disorder ("equilibrium disorder"), fatigue ("chronic fatigue"), visual impairment ("visin problems"), sacral pain ("sacral pain"), neck pain ("neck pain"), coccydynia ("coccygeal pain"), pollakiuria ("very frequent and problematic urination"), dysuria ("very frequent and problematic urination"), breast swelling ("swollen and tight breasts"), breast tenderness ("tight breast") and hot flush ("hot flashes"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the memory impairment and aphasia had not resolved. The outcomes for abdominal pain, heavy menstrual bleeding, headache, periarthritis, arthralgia, arrhythmia, balance disorder, fatigue, visual impairment, sacral pain, neck pain, coccydynia, pollakiuria, dysuria, breast swelling, breast tenderness and hot flush were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, headache, periarthritis, arthralgia, arrhythmia, memory impairment, aphasia, balance disorder, fatigue, visual impairment, sacral pain, neck pain, coccydynia, pollakiuria, dysuria, breast swelling, breast tenderness or hot flush. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A06325) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic menstruations"), headache ("headaches"), periarthritis ("pain in both shoulders (capsulitis)"), arthralgia ("joint pain"), arrhythmia ("heart rhythm disorders"), memory impairment ("memory disorders"), aphasia ("aphasia"), balance disorder ("equilibrium disorder"), fatigue ("chronic fatigue"), visual impairment ("visin problems"), sacral pain ("sacral pain"), neck pain ("neck pain"), coccydynia ("coccygeal pain"), pollakiuria ("very frequent and problematic urination"), dysuria ("very frequent and problematic urination"), breast swelling ("swollen and tight breasts"), breast tenderness ("tight breast") and hot flush ("hot flashes"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the memory impairment and aphasia had not resolved. The outcomes for abdominal pain, heavy menstrual bleeding, headache, periarthritis, arthralgia, arrhythmia, balance disorder, fatigue, visual impairment, sacral pain, neck pain, coccydynia, pollakiuria, dysuria, breast swelling, breast tenderness and hot flush were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, headache, periarthritis, arthralgia, arrhythmia, memory impairment, aphasia, balance disorder, fatigue, visual impairment, sacral pain, neck pain, coccydynia, pollakiuria, dysuria, breast swelling, breast tenderness or hot flush. Lot number: a06325 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.